Manufacturer narrative:
Medical intervention required for osteoma cutis (a.k.a. Cutaneous ossification), diagnosed via biopsy of one of several bony nodules about 8 years after off-label bellafill dermal filler injections in chin/jawline. This is the first known case of osteoma cutis potentially associated with bellafill injection. Current doctor plans to excise. Osteoma cutis was diagnosed via biopsy with indication of a dermal filler, suggestive of a hyaluronic acid dermal filler, but not definitive. Note: bellafill dermal filler does not contain hyaluronic acid. Section b3: date of event is unknown. Patient states that she first noticed about a year ago. Section d6a - implant date: the patient states the nodules are in the chin. Her current doctor states they are in the jawline. The patient was injected in the chin on (B)(6) 2015 and in the jawline on (B)(6) 2016. Bellafill provider/injector:: (B)(6). Current doctor: (B)(6). Osteoma cutis requires treatment to resolve. Bellafill. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Medical intervention required for osteoma cutis (a.k.a. Cutaneous ossification), diagnosed via biopsy of one of several bony nodules about 8 years after off-label bellafill dermal filler injections in chin/jawline. This is the first known case of osteoma cutis potentially associated with bellafill injection. Current doctor plans to excise.